Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation with concern for thrombus. The patient had a lactate dehydrogenase (ldh) level exceeding 1000 and was presenting with hematuria. No low flow alarm had been triggered. There were no unusual events recorded in the event log file history. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Event description:
The patient was admitted on (B)(6) 2025 for further examination due to hyper ldh. They underwent cardiac catheterization. Pulmonary artery (pa) systolic pressure was 19 mmhg. Pulmonary artery (pa) diastolic pressure was 11 mmhg. Pulmonary artery occlusion pressure (pcw) was 8 mmhg and cardiac output was 5.2 l/min. The patient was admitted until (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected thrombus could not be confirmed based on the provided information. A specific cause for the suspected thrombus, as well as a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events of elevated lactate dehydrogenase (ldh) and hematuria could not be conclusively determined through this evaluation. Review of the submitted log files revealed no notable events or alarms. The device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis, hemolysis, and bleeding. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.